Event description:
The patient has two leads implanted with the same lot number. It was reported the patient is experiencing auto reducing with her scs system. An sjm representative met with the patient and lead diagnostics showed contact 9 thru 16 have high impedance and contacts 1 thru 8 read low impedance. Reprogramming was unable to resolve the issue. X-ray show the lead with contacts 9 thru 16 is fractured superior to the anchor. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.